Event description:
The caller reported that a malfunction occurred with the pump after it was accidentally dropped. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. Tandem technical support decided to replace the malfunctioning pump, and arrangements were made to send a replacement pump with updated software. The customer acknowledged the requirement to complete training prior to using the replacement pump and agreed to return the faulty pump to tandem. Reportedly, the customer reverted to an alternate method of insulin therapy.